Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres and could not be inflated to the nominal size. The balloon was completely removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported.